Event description:
On (B)(6) 2012, the reporter contacted animas for assistance in clearing an alarm, and during troubleshooting it was noted that the battery cap and battery are corroded. The battery cap reportedly attaches securely to the pump, and there was no damage noted to the pump casing. The reporter was unable to power the pump back on. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not reveal any power issues recorded. On examination, there was no damage to the battery compartment or battery cap. The battery cap was able to be secured properly on the pump. The pump powered on normally. The pump was exercised for 24 hours with no delivery issues. A leak test was performed and did not reveal any leaks in the pump. The pump cover was removed for further investigation and did not reveal any moisture or damage inside the pump. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to confirm or duplicate the complaint.